Event description:
A malfunction alarm identified as "malf 12" was reported, but there was no adverse impact on the customer's blood glucose level. The pump had not been reset by the customer within the previous 24 hours, so technical support assisted with resetting it. After the reset, the malfunction did not recur, and the customer was advised that they could continue to use the pump. The customer was instructed to contact technical support again if any issues reappeared and confirmed they understood these instructions.